Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that the valve was implanted via v-p shunt. After implantation, the setting pressure was lowered to 30mm h2o. It was noted that fluid did not flow through the device and a revision surgery was conducted. At the surgery, the valve was removed and the ommaya reservoir was placed. There was no abnormality reported by the abdominal image. It was found that peritoneal abscess had already occurred. The product was discarded.